Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number 259219.

Manufacturer narrative:
Getinge became aware of an incident with surgical light hanaulux device. As it was stated by the customer, the part of focus pillar was missing. Fortunately, there was no adverse outcome reported however, we decided to report the issue in abundance of caution and based on the potential for contamination if the situation was to reoccur, as any object falling into the sterile field might be the source of cross contamination. It was established that when the event occurred, the surgical light did not meet its specification. We have no information regarding the exact time when the defect first appeared or if it was being used for patient treatment in the time when the event occurred. When reviewing similar reportable events for the same device, we have been able to confirm that the no prior such issues were reported to us, and that no serious injury or worse occurred. The most probably root cause appears to be a combination; maintenance issue and probable unintended damaging due to rough handling, what is considered as user error. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6), 2019 getinge became aware of an issue with one of surgical lights - hanaulux 2005. As it was stated, the focus pilar was changed because it was broken off. There was no injury reported however we decided to report the issue in abundance of caution as any broken parts falling off into sterile field or during procedure might cause contamination.